Event description:
Pt with ij temp cath (mahurkar) since 3/19. Cath (used without) any problems up to this episode. Nurse went to bedside to take pt off dialysis after pt completed 4 1/2 hrs of treatment. Machine alarmed and nurse noticed cath halfway pulled out of pt. Blood was not returned to pt. Cath removed by md. Cath anchor hub was noted to be split in half on the underside of the cath which allowed the cath to slide out. Anchor hub was still sutured to the pt when this occurred.